Event description:
It was reported that before a procedure, upon interrogation of the device, low battery was observed. The device was not used. No patient consequences.

Manufacturer narrative:
The reported event of low battery was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of device image found significant voltage drops before the event date. Further analysis after the device was cut open revealed components with current leak. An anomalous component was found, likely to be the root cause of premature battery depletion.